Manufacturer narrative:
It is unknown if the device was returned to olympus for evaluation or service, as there was no specific serial number provided. The cause of the reported event could not be determined. As part of our investigation, an olympus endoscopy support specialist (ess) visited the site to assess the reprocessing practices at the user facility and provided training and education to the user facility staff on the following dates: january 30, 2015, january 31, 2015 and february 3, 2015. The ess noted reprocessing inconsistencies during the site visit.

Event description:
Olympus received a legal document on january 18, 2017 which alleges that a patient was infected with carbapenem-resistant enterobacteriaceae (¿cre¿) after undergoing multiple endoscopic retrograde cholangiopancreatography (ercp) procedures using a tjf-q180v duodenovideoscope at (B)(6) medical center. On january 03, 2017, olympus received a legal document that states this was an add on case related to the coordinated action.